Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the insertion portion of the subject device stuck within the patient during a bronchoscopy. During the problem, the bending section of the subject device showed an angle of more than 180° under x-ray view. It was reported that the facility tried to unlock the angulation by manipulating the angulation control lever of the subject device and cut the insertion tube of the subject device in order to withdraw the subject device. There was no report of patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The investigation by (B)(4) confirmed that the insertion tube of the subject device was physically cut off under the boot, but it was not possible to find the cause of the reported event. In order to conduct a deeper investigation, the subject device was sent to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Only the insertion portion of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation by omsc confirmed that the angulation operation of the bending section of the subject device did work properly by operating the angulation wire and there was no irregularity in the angulation function (bending section). The exact cause of the reported event could not be conclusively determined. However, based on the past similar case, it is surmised that the insertion portion stuck within the patient because the user facility performed a retroflexed observation or pushed the device while it is angulated. The instruction manual of the device instructs; ¿the endoscope has not been designed for use in retroflexed observation. Performing retroflexed observation in a narrow lumen may make it impossible to straighten the angle of the bending section and/or withdraw the endoscope from the patient. In case the patient moves due to coughing and other reasons while the endoscope is angulated in the narrow lumen, the bending section of the endoscope may be pushed into the lumen and be retroflexed. Pretreatment to control patient¿s coughing reflex and other possible unexpected moves is the responsibility of trained specialists. Retroflexed observation should be performed only when the usefulness of doing so is determined to be greater than the risk that is posed to the patient.¿